Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a primary protonix infusion was programmed at a rate of 20ml/hr. For 24 hrs. However the rn return to the patient room 2 to 3 hrs. Later to find the bag completely empty and the device reading 20ml/hr. With 436ml remaining. The patient required frequent vital sign monitoring however there was no lasting harm to the patient.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report that an infusion of protonix was found empty after 2 to 3 hours was confirmed. Physical inspection of the device showed the latch pivot screw was backing out. Impact marks from the screw were noted on the adjacent attached auto-ID module. Review of the pcu event log identified 2 programming entries for pantoprazole_IV/protonix as secondary infusions. The first infusion was programmed for a duration of 24 hours, infused for 41 minutes, and was stopped by the user. The second infusion was programmed for a duration of 25 hours, infused for 1 hour 45 minutes, and the pump module was channeled off by the user. ¿flow stop open¿ and ¿infusor door open¿ alarms were noted in the logs. Rate accuracy testing found the device operating out of specification. During testing there were periods of unregulated flow during the pumping cycle. The root cause was the pivot latch screw backing out and making contact with a concomitant device, preventing the pump module door from fully closing, and resulting in unregulated flow.